Event description:
It was reported that the buttons were not responding on the customer's insulin pump after the insulin pump fell into a hot tub and a battery out limit alarm was received, following a battery change. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces or motor was noted. The keypad connector was fully locked. Moisture damage was found on the lcd board. No battery out limit alarm was noted. The insulin pump had cracked a display window corner, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.